Event description:
The event occurred during an apheresis collection procedure. About 3.5 hours into the procedure, a blood leak into centrifuge was noted. The procedure had to be aborted and restarted. Rinse back was unable to be done, so some blood was lost (~< 150cc). A pin point leak was then noted just left of the collect line which is unlikely to have occurred from loading the kit incorrectly. ======================manufacturer response for apheresis collection kit, spectra optia (per site reporter).======================kit was returned to manufacturer immediately. Still awaiting response on their evaluation of this kit.